Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) an amplatzer piccolo was selected for implant using a 4f amplatzer piccolo delivery system. All steps were performed per instructions for use (IFU). Prior to inserting the delivery system into the femoral vein, it was noted that air continuously observed in the hemostatic valve of the loader. The device was replaced with a new amplatzer piccolo delivery system. The patient status was stable.

Event description:
It was reported on 11 february an amplatzer piccolo was selected for implant using a 4f amplatzer piccolo delivery system. All steps were performed per instructions for use (IFU). Whilst inserting the loader into the tuohy connected to the catheter within the patient, prior to inserting the delivery system into the femoral vein, it was noted that air continuously observed in the hemostatic valve of the loader. A wet-to-wet connection was correctly established. Backflow was used to remove air bubbles. An attempt was made to disconnect the components of the delivery system and re-do device preparation. The device was replaced with a new 16mm amplatzer post-infarct muscular vsd occluder. The same delivery system was used to complete the procedure. The patient status was stable.

Manufacturer narrative:
An event of air/gas in the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported air/gas in the device could not be determined. It is possible due to user techniques while de-aired the device; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.